Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). New rechargeable ins is not registered. The reason for call was patient stated she is in oh and like to know if a manufacturing representative (rep) can come out to her home. Patient stated they did not have a healthcare provider (hcp) for the implant. Patient reported they are between 5-6 weeks post op and they can't turn the stimulator on. Patient stated last week they turned the stimulation off to give herself a break because it was sending this jolting pain up her spine and the program they selected was too intense so instead of turning it down to a different program they turned it off. Patient said the next day when they went to turn the stimulation back on, the app kept saying device not found. Patient mentioned they got hurt in the shower and the bench knocked into the surgical area of the implant and it felt like one of those wrecking balls hitting her back and since then she is having trouble with the external devices. Patient mentioned they have a hcp appt tomorrow online. Agent offered to assist patient with using the external devices. Agent asked patient to connect with the handset and communicator and handset shows message is your neurstimulator charged. Agent asked clarifying questions and found patient received a new rechargeable 5-6 weeks ago. Agent asked patient to get her recharger to connect to recharge the implant and patient said her ins was charge up to 60% couple days ago but they weren't able to turn therapy on. Patient service reviewed the different app information and devices function and call is dropped. Agent made two outbound call to patient and left voicemail to callback for assistance. Agent emailed phy listing to patient and reviewed reps role. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: tm91scs2, (serial: (B)(6)); product type: implant date n/a; explant date n/a: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.